Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-30852.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading at the time of admittance was not available, as this was a past event. She experienced nausea and vomiting. The most recent blood glucose reading was 147 mg/dl. The customer stated that the insulin pump had already been replaced. She advised that had already been treated and discharged from the hospital. She also reported that the insulin pump had alarmed no delivery but was unable to troubleshoot because this was a past event as well. Advised the customer to return the old insulin pump due to physical damage, rather than to return the new one that had been sent. Nothing further reported.